Event description:
A customer reported a cartridge alarm 20 occurring during pumping. Their blood glucose level did not exceed 500 mg/dl, indicating that it remained within a safe range. The customer opted to use their current pump as backup therapy.